Event description:
Report received from an pt international affiliate. The report states, "pt was connected to lc 5000 pump for fluids adminstration. The pump underdelivered. After 20 hours, it was noticed because the pt had no urine output. The pump was replaced, fluids were administered and the urine output was satisfatory. The pt is doing well and was discharged on july 2." Upon further query the following info was provided: the pump did not sound any audible alarms prior to the event and there were no reported issues with programming the pump. Though requested, no additional info was provided.